Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for causes of the reported issue. Based on this review, the incident occurring before implant of the device, the waa being in use during the incident, implanting the device in an off-label location, implanting the device too close to the targeted nerve, migration, and inadvertently puncturing bone or tissue during the procedure have been ruled out as potential causes. The commercial team member noted that the dizziness and falls were not related to the neurostimulators. Additionally, per curonix chief medical officer, the most common cause of dizziness in a patient with an intrathecal opioid pump is from the opioid. The stimulator is used to treat pain. The provided information does not evidence that the curonix device contributed to the reported issue (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required at this time. Other adverse events issues rates will continue to be tracked and trended. Refer to issue-2024-0020 for late MDR reporting.

Event description:
The patient reported dizzy spells and falling. The patient's physician recommended an MRI of their brain. However, the neurostimulators needed to be explanted as the patient also has a pain pump and cannot get an MRI with both. An explant procedure was performed on (B)(6) 2024.